Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received an auto-off alarm. There was no impact to the customer¿s blood glucose. Reportedly, the alarm enunciated despite the customer interacting with the pump within the set time frame (tandem's user guide states that the auto-off alarm will occur if there has been no interaction with the pump within a specified period of time. The alarm can be set anywhere between 5 and 24 hours). Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.